Event description:
It was reported that the patient had experienced an increase in spasticity and double vision which had now resolved and patient fell asleep easily. Per the reporter, "this pump was not working", drug delivered via the pump was baclofen 1000mcg/ml at a daily dose of 300mcg. It was later reported that patient had experienced an "underdose" and was taken to the ER. The plan was to have someone read the pump so they can fax the logs to their physician as the patient was not in town. Per the reporter, the patient had two pumps previously and "the older pump worked great" (reported previously in MFR report # 6000030200808163). The reporter believed that the patient was going through withdrawal again (a prior withdrawal with the second pump was reported in MFR report# 3004209178201106933). It was later reported that the patient had gone into withdrawals, was more spastic and rigid. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the patient's daughter wanted to have the patient's pump explanted.

Manufacturer narrative:
Catheter model: 8709sc, lot #: n177541031, implanted on: (B)(6) 2008, explanted on: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the pump worked really well once it was titrated up, for the first three weeks, then the patient was back not getting adequate relief. The pump was turned off in (B)(6) 2012 and they were going remove the pump, but the neurosurgeon didn't think that the patient should be put through that. The patient did not have it removed and has been managed by oral baclofen ever since.